Manufacturer narrative:
The hospital reported the unit remained in service; no repair was performed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 phone and email, (B)(6) 2016 phone, (B)(6) 2016 phone and email, (B)(6) 2016 email.

Event description:
The hospital reported that, at the start of a case, the unit alarmed, notifying the user to switch to manual mode of ventilation. There was no reported patient injury.